Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated that the pieces missing at the reservoir chamber. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.

Manufacturer narrative:
The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a partially broken off reservoir tube lip noted. However, the test reservoir locked properly in the reservoir tube.